Event description:
Report received from the USA, stating that the device stopped working. Device was used in surgery. There was no user or patient injury. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info should become available, a supplemental report will be sent. (B)(4).